Event description:
It was reported that during an angioplasty treatment procedure, a balloon ruptured and separated. The 'tight' lesion was located in a non-calcified radial artery with a bend of greater than 90 degrees. The 5.0 x 70, 75cm gladiator balloon was introduced and inflated to between 14 and 18 atms. Upon a second inflation, the balloon ruptured circumferentially at 14 atms. The distal segment of the balloon separated and traveled to the ulnar artery. The patient underwent surgery to remove the balloon fragment. Post surgery the patient's status was ok.

Manufacturer narrative:
Age at time of event: 18 years of age or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).